Event description:
On (B)(6) 2012 gamma3 u lag screw operation was performed. When surgeon insert u blade, it could not be inserted. Surgeon confirmed that it was broken. He opened another u lag screw and tried to insert it but the u blade broke. He finished the operation after all without insertion of ublade. He thinks that it was the technical error of own.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.